Manufacturer narrative:
Citation: kim e, gamble s, schwartz a, cucchiaro g. Neuromodulation in pediatrics: case series. Clin j pain. 2018. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: 8637-20, serial# unknown, product type: pump. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: materials and methods: we present a series of 14 children and adolescents with intractable pain who received a spinal cord stimulator or a pump for the intrathecal delivery of medications between 2010 and 2016 at our institution. Results: during the study period, we placed 10 intrathecal pumps and 4 spinal cord stimulators with an average age of 17 years old. Pain scores significantly improved after the implant (p 0.007) and function improved in 79% of patients. Opioid use was also significantly reduced. Three patients eventually had their device removed due to psychiatric comorbidities. Four patients had complications that were treated without further sequelae. Reported events: pli 10: patient 9 was a (B)(6) year old male with diagnoses of pancreatectomy, abdominal pain, and chronic pancreatitis with a pain duration of 60 months. Psychiatric comorbidities included depression for years. No concomitant therapies were noted. Pre-implant medications included gabapentin, sertraline, amitriptyline, oxycodone, and hydromorphone. Concomitant medications included hydromorphone. The patient responded positively to the initial epidural trial. The patient's pre-implant condition was housebound, and the post-implant condition was unchanged. After implant, the patient refused counseling. It was noted that the patient had suicidal ideation and complex family dynamics which hindered the patient's acceptance of the device. The patient did not feel the device was having any effect on their pain level and quality of life, and decided to have the device removed 10 months after implant. The patient required reinitiating of long-term opioids. Pli 20: patient 10 was a (B)(6) year old female with diagnoses of avascular necrosis of the hip, hip pain, and sickle cell disease with a pain duration of 6 months. Psychiatric comorbidities included opioid addiction. Concomitant therapies included pt, psychotherapy, psychiatry, massage, and acupuncture. Pre-implant medications included pregabalin, seroquel, amitriptyline, methadone, morphine, and hydrocodone. Concomitant medications included hydromorphone and hydrocodone. The patient responded positively to the initial epidural trial. The patient's pre-implant condition required monthly hospitalizations, and post-implant the status was unchanged. It was noted that the patient had a long history of high-dose opioid utilization and repeated emergency room (ER) visits and hospitalizations related to chronic hip pain due to avascular necrosis. The patient also had a history of poor compliance with recommended treatments, and after implant, frequently failed to come back to refill the pump. It was noted that the patient obtained opioids from other providers. The patient did not feel the device was having any effect on their pain level and quality of life, and decided to have the device removed 6 months after implant. The patient was subsequently referred to support services for opioid addiction, and required reinitiating long-term opioids. Pli 30:patient 8 was (B)(6) year old male with diagnoses of abdominal pain, and desmoid tumor with a pain duration of 17 months. Psychiatric comorbidities included autism/schizophrenia. Concomitant therapies included psychotherapy, psychiatry, and acupuncture. Pre-implant medications included gabapentin, seroquel, sertraline, risperidal, clonazepam, doxepin, hydromorphone, oxycodone, and methadone. Concomitant medications included fentanyl patches and ziprasidone. The patient responded positively to the initial epidural trial. The patient's pre-implant condition required monthly hospitalizations and the post-implant status remained unchanged. It was noted that the patient's autism was severe, but was initially relatively well compensated. During the follow-up period, the patient developed symptoms and behaviors typical of schizophrenia during the follow-up period and despite psychotropic medications, the patient became intolerant of the pump. Initially the patient reported lower pain scores and was able to attend school again, but eventually he could not tolerate the presence of a foreign body in the abdominal wall. The patient did not feel the device was having any effect on their pain level and quality of life, and decided to have the device removed 23 months after implant. The patient required reinitiating long-term opioids. Pli 40: one patient underwent a pump pocket revision for an open wound. Pli 50 <(>&<)> 60: one patient developed a post-dural puncture headache which resolved after a blood patch. Pli 70: in the patient with severe contractures and body deformities the pump eroded through the skin requiring surgical repositioning of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.